Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise and low pacing impedance. The visual and fluoroscopy examination revealed that the rv lead had an insulation breach. The rv lead was explanted and replaced. The insulation breach was also confirmed via diagnostic imaging during the explant procedure. There were no patient consequences.

Event description:
New information noted that right ventricular lead was fractured.